Event description:
It was reported to covidien that a customer had a problem with a catheterization kit. The customer reports that the practitioner utilized a kendall fast-cath female catheterization kit to obtain a specimen on an elderly female patient with a chief complaint of hematuria. The patient contracted with difficulty anatomy. The practitioner was holding the device by the collection tube and when removed from the patient, the tube was no longer attached. A CT confirmed that the patient retained the object. Pt had to undergo a cyctoscopy for the removal of the device. The tubing was retrieved without incident in the or. The patient seems to have no residual effects.

Manufacturer narrative:
An investigation is correctly underway. Upon completion, the results will be forwarded.